Event description:
On (B)(6) 2011, the patient underwent the surgery with the asnis3 screw. The surgeon inserted the k-wire for the screw inserting. And the screw was inserted after the drilling. Afterwards, the tip of the k-wire broke when the surgeon removed the k-wire. The surgeon was not able to remove the broken piece from the patient bone.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the hospital. If additional information is provided, the evaluation results will be submitted in a supplemental report.